Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the scope detection failure in dish operating range and image degraded grey turn black during inspection for use involving an olympus endoscope position detecting unit. There was no patient injury reported.